Event description:
Pt presented to the hosp in '08 in labor. A 125 cc IV epidural infusion of pentanyl and bupivacaine at 10 ml/hr via epidural pump was started at 1320. The pump was recording the volume infused and indicated "73 cc remaining". The pump alarmed and indicated "air in line". The entire 125cc IV bag was noted to be infused at 1845 (within 5 hours). The epidural pump was taken out of svc and replaced with a new pump, IV tubing set and a new IV bag was hung. No apparent ill effects noted on the pt at this time.